Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient safety kit was opened by staff at the surgery center and the packaging was disposed of the lot number had expired.